Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged a "burning smell" from the device. There is no allegation of serious or permanent harm or injury. The device was returned to a third- party service center for evaluation. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. The customer's allegation of burning smell was also confirmed during evaluation.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.